Event description:
It was reported that the intraocular lens (iol) was fully inserted and then removed and replaced in the same surgery. It is unknown what the issue was. The procedure was completed successfully using a back-up lens. There was no patient injury. No additional medical or surgical interventions or maneuvers outside the standard of care were required. The issue was not due to use error. The patient status is unknown. The device was discarded. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: medical device problem code: code 3191 is to capture "unspecified/other with patient involvement", as it unknown what the device issue was. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.